Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: h4: manufacturing date corrected. The flexible shaft connector for use with jacobs chuck (p/n 351.16j lot 2734405) was returned and received at us cq. A visual inspection was performed. The set screw component was observed to be missing from the part. The cap sleeve is detached from the connector shaft due to the missing set screw. No other issues were identified with the returned components of the device. The complaint is unconfirmed as the device fell apart due to the missing set screw component and there is no broken issue. The received device was manufactured at the bettlach site and released to warehouse may. 09, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. The complaint is not confirmed for the flexible shaft connector for use with jacobs chuck (p/n 351.16j lot 2734405). The complaint is unconfirmed as the device fell apart due to the missing set screw component and there is no broken issue. There is no indication that a design or manufacturing issue contributed to the complaint or defect. While no definitive root cause could be determined for the missing set screw, it is possible that the part fell apart during sterilization due to rough handling. The cap sleeve is detached from the connector shaft due to the missing set screw. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Part: 351.16j. Lot: 2734405. Manufacturing site: bettlach. Release to warehouse date: 09. May 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, while inspecting the instruments and putting the sets back together, the flexible shaft connector for use with jacobs chuck was found to be broken. The set screw was missing and the device came apart. There was no patient involvement. This report is for one (1) flexible shaft connector for use with jacobs chuck this is report 1 of 1 for (B)(4).